Event description:
Keratitis infection on cornea of right eye. Experienced eye irritation, feeling like there was something in eye, and tearing. Was treated over the next 2 weeks with two different types of prescription eye drops. Dates of use: 2007.